Manufacturer narrative:
H3, h6: the device, which was used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and no issues were found, the functional assessment confirmed the handset acted as normal, with no excessive spray at the nozzle, there was signs of rust within the chamber and fitting, the root cause is confirmed improper routine or preventative maintenance. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. The complaint history file contains further instances of the reported event. However, this investigation is now complete with no further action deemed necessary at this stage. (B)(6).

Event description:
It was reported that in the middle of the debridement utilizing a versajet hand-piece, an excessive spray occurred from the tip of the hand-piece and the device became not to evacuate debris and saline properly. The surgery was completed with a back-up hand-piece. No patient harm. No delay.